Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the cartridge leaked after loading it with more than 300 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 109 mg/dl.